Manufacturer narrative:
B3 date of event and d6a implant date: date of event is unknown, the first day of the month of the aware date was used. Corrections: b1. Adverse event/product problem, e3. Occupation. Device evaluated by manufacturer: the device was returned for analysis. Visual/tactile inspection of the hypotube revealed a break at the wire exchange port, 31.5cm from the tip of the device. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple kinks and stretching damages of the shaft polymer extrusion. No stent was returned as the device was implanted in the patient. Microscopic analysis noted that the balloon was in a deflated state and the bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that removal difficulty and a catheter break occurred. A 4.00 x 8 synergy was advanced and deployed during percutaneous coronary intervention. After the stent was implanted and the balloon was deflated, the physician attempted to remove the catheter. The balloon remained stuck in the coronary just behind the tip of the guide catheter. A little force was used in an attempt to remove the catheter, but the balloon was broken off of the catheter at the monorail exit point. The catheter was removed and the detached balloon was snared back into the guide catheter and removed. The guide catheter was noted to be intact with no visible damage after removal. The procedure was completed with a non-compliant balloon. No patient complications were reported.

Manufacturer narrative:
B3 date of event and d6a implant date: date of event is unknown, the first day of the month of the aware date was used.

Event description:
It was reported that removal difficulty and catheter break occurred. A 4.00 x 8 synergy was advanced and deployed during percutaneous coronary intervention. After the stent was implanted and the balloon was deflated, the physician attempted to remove the catheter. The balloon remained stuck in the coronary just behind the tip of the guide catheter. A little force was used in an attempt to remove the catheter, but the balloon was broken off of the catheter at the monorail exit point. The catheter was removed and the detached balloon was snared back into the guide catheter and removed. The guide catheter was noted to be intact with no visible damage after removal. The procedure was completed with a non-complaint balloon. No patient complications were reported.